Event description:
This case was reported on (B)(6) 2012, by a consumer - (B)(4). This case involves a female pt (age not reported) treated with poly-l-lactic acid (sculptra) three times, in the cheekbones and the corner of her mouth. Two injections took place 2 years prior to the notification, in 2010, with an interval of 1 month among them and one injection took place in (B)(6) 2011 (dosage, batch, indication was not reported). Approximately 2 months prior to the notification she experienced itching and heat sensation in her face and lumps in the cheekbones and in the corner of her mouth. The consumer described the lumps as palpable and visible at the injection site. The consumer visited a dermatologist who prescribed her an antihistamine agent (nos) for itching and heat sensation in the face. During the antihistamine agent administration, itching and heat sensation in the face disappeared. Antihistamine agent treatment was stopped and then symptoms re-appeared. The consumer also indicated that according to the physician who administered poly-l-lactic acid, these adverse events could be caused by poly-l-lactic acid, however, she had never had a pt with these events. The consumer stated that the physician who administered poly-l-lactic acid indicated her that the lumps would disappear following the administration of lidocaine and saline solution. The pt did not dare to receive that treatment. The pt was desperate, psychologically affected. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Corrective treatment: a dermatologist prescribed her an antihistamine agent (nos) for itching and heat sensation in the face. Action taken: not applicable. Outcome - not recovered/not resolved. A pharmaceutical technical complaint (ptc) has been initiated.